Manufacturer narrative:
Concomitant medical devices: 4592-45 lead, implanted: (B)(6) 1999.

Event description:
It was reported that during a routine device change out, the physician opened the pocket and noted that the right ventricular (rv) lead had insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.